Event description:
Boston scientific crm received information that during implant procedure, the physician noted the stylet would not reach to the distal end of the lead. Following the implant procedure, the lead dislodged. A revision procedure has been scheduled. There was no additional information to suggest that there has been any surgical intervention.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: dislodgement with no known intervention.